Event description:
Vascular intervention to clear a chronic total occlusion in the posterior tibial vessel. The physician was using a 0.9 turbo-elite, treatment length was approximately 220mm and after 2 passes and an increase in settings the physician decided to swap out the wire for a prowater. Upon introduction of the wire the physician noted difficulty advancing; regardless the physician was able to position the wire in the desired location. A third pass was started but stopped within a few seconds due to complaint by the physician that the catheter felt hot to the touch. No injury was reported to the patient and had been verified with fluoroscopy that a perforation or vessel injury did not occur. Angioplasty was used to complete the case without further difficulty.

Manufacturer narrative:
The wire returned with the catheter had several kinks explaining the difficulty passing the wire through the catheter, a new wire was used to verify catheter patency. The damage to the catheter is consistent with heavy use and excessive force used during the procedure. The area of the most broken fibers is likely where the physician was holding the device and exhibited one perforation of the jacket from one of the many broken fibers.